Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a gradual increase in pacing impedance. Guidant received additional information that the crt-d was explanted due to impedance greater than 3,000 ohms. Noise was recorded and the patient received several inappropriate shock. Prior to explanting the device, the setscrews were tightened; however, the impedance remained out of range. A new device was successfully implanted. The explanted device has been returned for analysis.